Event description:
Boston scientific crm received information that this patient was golfing and was hit with a golf ball directly over the patient's pacemaker. The following day, the patient went in for a device check to ensure nothing was damaged. Normal device function was observed at this visit. The following day, the patient was swimming and didn't feel normal so they went to the emergency room (ER). While at the ER, the device was unable to be interrogated, and the device was not pacing. The patients intrinsic rate was between 40 and 50 bmp. A boston scientific sales representative (sr) was called to interrogate, and still the device could not be interrogated, nor could a magnet rate be achieved. The device has 6 months remaining longevity so it will be changed out as a result of this injury in the near future. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.